Manufacturer narrative:
(B)(4) d10: concomitant devices - nexgen cr flex precoat femoral component size f right catalog #: 00595001606 lot #: 64953047, persona all-poly cemented patella 35mm catalog #: 42540200035 lot #: 64833038, nexgen articular surface size c-h 10mm catalog #: 00595204010 lot #: 64915863 g2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address component loosening approximately five (5) years post-operatively. The complainant did not specify which component loosened and was revised. Attempts have been made and no further information has been provided.